Manufacturer narrative:
Visual inspection confirmed that tip of the screwdriver is fractured and remain lodged inside the screw. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It was reported that the implantation angle was not difficult, no complex maneuver nor excessive force was used, the screw was self drilling and no tools were used to prepare screw hole, all in one guide was not used, the customer did not report bending the plate, bone quality is unknown. Per the surgical technique, while rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention . Instruments must be examined for wear or damage prior to surgery and after sterilization. The root cause of the reported event is normal wear due to device age.

Event description:
It was reported that during screw insertion the threads of the inner shaft of a reflex hybrid quick turn insertion driver fractured off and remained lodged inside a screw. The screw was then removed from the plate. The procedure was completed successfully with a 3 minute surgical delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that the inner shaft threads of a reflex hybrid quick turn insertion driver became disconnected from the rest of the tool. The threads remain lodged inside the screw. Surgery was successfully completed with a 3 minute delay. No adverse consequences or medical intervention were reported.